Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open itchy rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to use over the counter medication and to air out the area. Outcome of the irritation is unknown.